Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and non- boston scientific right ventricular (rv) lead exhibited high out-of-range (000) shock impedances measuring greater than 200 ohms. Impedances were noted to be stable until mid october then had a sudden increase then went back down to less than 200 ohms and have been steady since. Boston scientific technical services recommended to get vector breakdown to see if programming options are available. At this time, this crt-d and non- boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).